Event description:
It was reported that the patient doesn¿t know if it¿s something with her neurostimulator or what¿s going on but she had seen her regular doctor. She had also seen her "programmer for the machine." It was confirmed that the "programmer" was someone the patient sees at her managing hcp's (healthcare provider) office. She had a bladder infection that nobody seems to be able to get rid of and the patient has had for 2 or 3 months now. The patient also reports she has two kinds of pain, and the programmer said that in the past the patient had the programs too high. She has two kinds of pain in the bladder. A pain you get when you get an infection and an "exercise sore like when you move or something like when you've over exercised". She has had this pain for over a month. She had a colonoscopy and after she had the colonoscopy things have gotten worse. Colonoscopy was about a month or so ago. The patient inquired if the colonoscopy could move things around or do something with the leads. They did do a biopsy during her colonoscopy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va0d1er, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).